Event description:
The hospital reported that during a coronary artery bypass procedure, after the heartstring seal deployed out of the delivery tube into the aorta, the deployment tube got separated from the hub. The deployment tube and the seal were removed from the patient's chest, and a replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.